Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: required intervention. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that bd neoflon¿ IV cannula had catheter peel back, this led the treatment to be changed to a PICC line which qualifies as a change in treatment or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter first name: mr. (B)(6). Initial reporter last name: ms. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd neoflon¿ IV cannula had catheter peel back, this led the treatment to be changed to a PICC line which qualifies as a change in treatment or medical intervention.

Manufacturer narrative:
No sample and no photo was returned for investigation. DHR review could not be performed as the batch number is unknown. Without a sample, bd was not able to duplicate or confirm the customers indicated failure mode. Root cause cannot be determined. Complaint trend will be monitored.

Event description:
It was reported that bd neoflon IV cannula had catheter peel back, this led the treatment to be changed to a PICC line which qualifies as a change in treatment or medical intervention.